Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm asystole when the patient had a 4 second pause. The cns was set to alarm at a 3 second pause. They got a pause alarm when it should have been an asystole alarm. No patient harm was reported. Investigation summary: the patient had a four-second pause, while the alarm limit was set to three-second. The customer stated that the cns did alarm, but only a pause, not the expected asystole. Attempts to collect additional details of the event and patient information were unsuccessful. There is insufficient information to confirm that the cns had malfunctioned in such a way that it could not detect an asystole event, nor was there sufficient information provided to confirm the event met the parameters for the cns to detect it as an asystole. In cases like this nihon kohden would collect the printouts of the waveforms for analysis. The analysis would reveal whether the ECG algorithm had correctly characterized the event. The arrhythmia analysis algorithm application guide describes the inherent limitations in such an algorithm. The service history for this cns shows this is an isolated incident. There is no indication that the device malfunctioned. There was no recurrence of the reported issue for this device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm asystole when the patient had a 4 second pause. The cns was set to alarm at a 3 second pause. They got a pause alarm when it should have been an asystole alarm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm asystole when the patient had a 4 second pause. The cns is set to alarm at a 3 second pause. They said that the alarm they got was a pause alarm, but they should of had an asystole alarm. This event occurred (B)(6) 2021 at 5:51am est. Nihon kohden technical support (tech support) sent them the cns investigation guide to collect the print outs we need to investigate this issue. Once they send it to us, tech support will forward the printouts to the on-call clinician to take a look at them. The patient was male. No patient harm was reported. Nihon kohden continues to investigate the reported event. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back but only stated that the patient was male.. The following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-531pa sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm asystole when the patient had a 4 second pause. The cns is set to alarm at a 3 second pause. They said that the alarm they got was a pause alarm, but they should of had an asystole alarm. This event occurred (B)(6) 2021 at 5:51am est. Nihon kohden technical support (tech support) sent them the cns investigation guide to collect the print outs we need to investigate this issue. Once they send it to us, tech support will forward the printouts to the on-call clinician to take a look at them. The patient was male. No patient harm was reported.